Event description:
Same case as MDR ID # 2134265-2013-09494 and 2134265-2013-09495. It was reported that automatic pullback failure occurred. After a stent implantation on the mildly tortuous left main artery , the physician performed an intravenous ultrasound (ivus) using an atlantis sr pro imaging catheter. When attempting to perform automatic pullback, pullback failure occurred. The physician looked at the atlantis sr pro imaging catheter outside the patient's body and noticed that the inner wiring was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. No kinks were observed along the length of the catheter. The telescope assembly was not able to properly pull back, advance, or retract. Imaging core wind up in the telescope assembly was observed during visual analysis. No other issues or defects were observed during product analysis of the returned device. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-09494 and 2134265-2013-09495. It was reported that automatic pullback failure occurred. After a stent implantation on the mildly tortuous left main artery , the physician performed an intravenous ultrasound (ivus) using an atlantis¿ sr pro imaging catheter. When attempting to perform automatic pullback, pullback failure occurred. The physician looked at the atlantis¿ sr pro imaging catheter outside the patient's body and noticed that the inner wiring was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).